Manufacturer narrative:
Additional information: the patient has a medical history of hypertension and atrial fibrillation. The index procedure was prompted by mi. During the index procedure one resolute onyx des was implanted in the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted. Post procedure, cec adjudicated an event as a non-q wave mi of an unknown vessel, 3rd udmi spontaneous.

Manufacturer narrative:
Additional information: the mi event occurred (B)(6) 20 19). If information is provided in the future, a supplemental report will be issued.